Manufacturer narrative:
(B)(4). A third party service technician evaluated the ventilator and it was identified that the solenoids were the cause of the problem. The solenoids were replaced. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the ltv 1100 unit makes a grinding noise, skips breath and the peep climbs from 0-7. At this time, there is no information regarding patient involvement associated with the reported event.